Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device in the report is not distributed domestically and therefore is not required to have an associated UDI-di in the report. Additionally, when the device was manufactured and distributed into the intended geography, there was no existing UDI-di regulation for the geography.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.